Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: no suspect product was received as the lens remains implanted; however, a photograph provided by the customer was evaluated. The photograph showed an eye implanted with the suspect product and a scratch like mark was observed on the optic. Based on previous clinical advice, due to the location and characteristics of the scratch like mark, it is not expected for the mark to impact optical functionality of the lens; however, the definitive impact and incident root cause cannot be determined from a photograph assessment. Due to no product received, no further evaluation was performed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: n/a - lens remains implanted, therefore not explanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post implantation of the preloaded monofocal intraocular lens (iol), the surgeon noticed scratches on the iol optic. There was no patient injury reported. No medical or surgical intervention were required. No further information was provided.